Event description:
It was reported that a patient has had pain ever since having the system put in and the system failed after a year. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).